Event description:
It was reported there were no concerns about the function of the pump and patient had been getting very good relief due to the combination of her pump and bilateral dbs. The pump was at 4 month eri (elective replacement indicator) and was being replaced. During the replacement procedure a break at the connector pin was observed. Upon opening the pump pocket a large amount of serosanguinous fluid was observed. Healthcare provider also noticed what he thought was a significant fluid leak from the tubing and/or old catheter connector. The catheter was partially removed/replaced and returned. Catheter was easily aspirated and connected to the new pump which was filled with 36ml of 2000mcg per ml lioresal lot # ds0071a. Two reservoir rinses were performed, 2ml each. Full system prime was performed. Patient dose reduced to 450mcg/day. Healthcare provider noted that the pocket fluid was likely a combination of cerebrospinal fluid, drug and normal pocket seroma. Patient was recovering from the procedure without issue. Reporter indicated that a reproduction of the issue with the disconnected product using a 24 gauge needle through the port and rubber shod clamp on the catheter several centimeters up from the connector was done. Patient status at the time of the event was stated as ¿alive - no injury¿. The pump was used to deliver lioresal.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly, pump motor o-ring wear. Analysis of the catheter revealed catheter body hole (or torn catheter) caused by metal pin of pump connector poking through.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.